Event description:
Additional information from the rep reported the device was explanted on (B)(6) 2016 and the cause of the infection was unclear. The patient was a diabetic and the hcp was concerned that may have affected the healing.

Event description:
The healthcare professional, via the manufacturer representative, reported the patient developed an infection following the implant procedure. The patient was given antibiotics. It was unknown if the infection was resolved at the time of the report. The patient was indicated for urinary dysfunction and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.